Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error. The customer's blood glucose value was 6.8 mmol/l. Customer states the insulin pump was blank and had to reload the sensor and reset time. Customer states crack on the back of the insulin pump and reservoir lip ring and keypad. Customer states insulin pump receive change sensor alert. The insulin pump will not be returned for analysis.